Event description:
It was reported via phone call, that the insulin pump was not rewinding. Customer's blood glucose level at the time was over 450 mg/dl. Unable to troubleshoot. Treated with manual injection. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.